Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue.  After unrelated repairs were made, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device was intermittently losing power.  The customer was unable to provide any additional information on the reported event or the outcome of the patient.